Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. B3: unknown.

Event description:
It was reported that the extension tubing was leaking at filter site yesterday. He noticed a damp area on his shirt and saw fluid leaking from filter area. No patient injury reported.